Event description:
Reporter alleged having high blood glucose readings and called the doctor as a result who advised customer to increase insulin dosage. No values were reportedly provided on the high results. It was stated customer had a reading of 180 mg/dl so he took 20 extra units of insulin as a result and started to feel bad immediately afterwards so emergency medical technicians (emts) were called. Customer stated emts meter read 47 mg/dl within 5-10 minutes of customers result so they rushed him to the hospital where he was treated with an IV and food to elevate glucose. No other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.